Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report #8010047-2021-04000. Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event.

Manufacturer narrative:
The inspection of the device by (B)(4) also confirmed followings; there was a gap in the adhesive of the bending section rubber. The insertion tube was wrinkled. The distal end was cracked with some foreign material lodged inside. The connector was corroded. Bending section rubber was badly torn and the metal inside was exposed. The paint on the nut of the control body was peeling off. The control body was scratched. Universal code was kinked. Leakage and electrical tests were performed with failure of the distal end insulation test. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer found the endoscopic image defect during a diagnostic pan colonoscopy. The procedure was completed without replacing the device. Then, olympus inspected the device at the service department of olympus (B)(4) and found that bending section holder pin was loose under the rubber inside the device. It is a MDR reportable malfunction. Reportedly, the connection part of the bending section was rattling. There was no report of patient injury associated with this event.